Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error that was not resolved through previous troubleshooting. Blood glucose level at the time of the incident was 195 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Unable to perform displacement test and occlusion test due to missing retainer. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay,cracked select button keypad overlay and missing reservoir tube o-ring. All buttons functioning properly no damage on the keypad assembly and the connector on printed circuit board was locked properly during visual inspection. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Unable to verify insulin flow block alarm due to missing retainer. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly.